Event description:
A company representative contacted baxter (B)(4) regarding a connection issue with a minicap transfer set. The representative stated that the transfer set was not connected to the titanium adaptor tightly. There was patient involvement; patient injury or medical intervention was not reported along with this complaint.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test and clamp function test were performed with no issues noted. The sample was dimensionally inspected and the inside diameter of the patient connector was not within specification. The transfer set patient connector would not connect properly to the titanium adapter if the patient connector dimensions are not within specification. The sample was confirmed for the reported problem and the root cause was identified to be manufacturing related. Corrective actions were performed in (B)(4) 2013 at the mountain home baxter manufacturing facility to ensure that the inside diameter of the transfer set patient connector would be molded to the proper specification.